Event description:
Stent fell off the balloon during the insertion of the left main stent. The md was aware and removed the guide catheter and wires under fluoroscopy. An attempt to find the stent under fluoroscopy was unsuccessful; stent not found.======================manufacturer response for stent-integrity 4.0mm x 9mm, integrity coronary stent system (per site reporter).======================message left with company representative.